Manufacturer narrative:
Manufacturer received a medwatch report number 1720120363-2010-0003. Little detail was provided in this report. The device is reported to have been in service for 9 years with no know prior incidents. No details of the type of bed and bed rails that the mattress was used with. User guide covers proper use. Manufacturer has contacted facility to obtain additional info and the initial reporter has not been available. Manufacturer continues to attempt to obtain info. MDR filed based on death.

Event description:
The facility alleges the pt was found expired with her buttocks on the floor with her head between the side rail and wall.